Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend of a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor issues. It was reported that the patient experienced a loss or change of therapy. The patient was having difficulty having a bowel movement and was in a lot of pain from waist down to feet which occurred suddenly on (B)(6) 2017 and the pain was more severe on (B)(6) 2017. The setting was decreased to 1.0 volts. The patient would follow up with their healthcare professional (hcp) and the option to turn off the stimulation for a short period of time to determine if the pain subsides with stimulation off was reviewed. Additional information was received from a hcp on (B)(6) 2017. The hcp stated that the cause of the difficulty having a bowel movement and the pain from the waist down to the feet was not determined. The patient went to the emergency room and all work up was negative. The patient had a CT scan and blood work taken. The device was turned off and the patient would see gastroenterology to treat the diarrhea. The hcp stated that when the issue resolves the device would be turned on and reprogrammed.